Event description:
On postoperative day #1 after pacemaker implant, interrogation revealed a lead malfunction. A procedure was scheduled to reposition the lead, however the lead still did not seem to advance easily. The physician removed lead intact and without incident and noticed blood in the lead insulation. The lead rep was consulted and a decision was made to replace faulty lead with new lead. The procedure continued without incident and patient left catheterization lab in a stable condition.